Manufacturer narrative:
Returned for evaluation was a guidewire. As received, the guidewire was unraveled/fractured and contained a kink/bent at the 22cm mark. The guidewire was forwarded to angiodynamics' supplier of this product for a device history review, device evaluation, and a root cause determination. The supplier performed a device evaluation and found the distal end of the mandrel guidewire was unraveled and kinked on the main body. One kink was visible on the core body at approximately 22cm from the proximal end of the guidewire. No anomalies were observed to indicate a manufacturing issue with the proximal joint. Due to unravelling and stretching of the coil wire, it is not possible to determine the length of the coil wire. At this time, it is not possible to determine a definitive root cause for this event. A review of angiodynamics' packaging lot history records was performed for the reported lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. Labeling review: dfu item number: {16600601-01} rev {b}. Precautions: do not advance or withdraw a guidewire against resistance until the cause of the resistance has been determined. Excessive force against resistance may result in guidewire damage or vessel perforation. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
The account reported that the nurse who passed the PICC reported that the catheter was inserted in the third attempt. In this third attempt when removing the guide wire felt resistance, inserted wire a little more and then pulled a small piece of wire stayed inside the patient. It was reported the defective disposable device is not available for return to the manufacturer as it was disposed of by the user.